Manufacturer narrative:
On 02/28/2017 a medtronic representative performed a navigation system check-out, hardware test passed. Software and instruments tests failed. Reported issue could not be replicated. Found intermittent tracking was due to dirty spheres. Replaced the spheres. Issue resolved. Completed a full system check-out. All tests passed successfully, and the system is fully functional and ready for clinical use. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spine procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.